Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the tampon was inserted upside down and the string was inaccessible to aid in removal of the tampon. She was unable to remove the tampon and had to visit the hospital for assistance with removal. No further information has been received.